Manufacturer narrative:
Concomitant medical products: model: dtba1qq, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high/undefined pacing impedance and oversensing noise, which resulted in the patient receiving inappropriate therapy. A lead fracture is suspected. Reprogramming was completed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.